Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery during bolus. The customer's blood glucose level was 9.2 mmol/l at the time of the call. Trouble shooting was not possible because the issue was resolved with a set change.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.